Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for tube breakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each having their cap and stopper assemblies removed, and the issue of tube breakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode tube breakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® acd-b 1.5 ml blood collection tube there was a cracked tube and sample leakage. The following information was provided by the initial reporter. The customer stated: there was a"cracked and leaking acd tube. It leaked over the pack and contaminated another pack."